Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped working. The customer's blood glucose was 150 mg/dl. The customer was disappointed with the new replacement insulin pump, it was stopped working. The customer want a used insulin pump, there was a scratch. The customer was never bother using the insulin pump, the painting on the insulin pump was scratched. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device also received with scratched case. (B)(4).